Manufacturer narrative:
Device evaluation summary device evaluation of charger/modem (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger/modem would reset. Upon investigation, there was liquid contamination on the battery board. The root cause of the problem was bga failure of u102 and u105 on the ca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was resetting.